Event description:
Patient reported obtaining back-to-back blood glucose results, of 212 mg/dl and 86 mg/dl and of 106 mg/dl and 217 mg/dl on the advantage test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing was performed and was out of range on the system, but value not provided. Technical support requested the return of the suspect product and replacement product was shipped. The advantage test system: meter, comfort curve strip lot 549519 with expiration date 02/29/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strip.